Manufacturer narrative:
Section b5: additional information. Additional information was previously reported individually under MFR # 2916596-2019-01905.

Event description:
Additional information: it was reported that tests showed a large left pleural effusion, noted on the patient's (B)(6) 2018 CT scan. The patient reported shortness of breath and required oxygen. Left sided thoracentesis was performed on (B)(6) 2018 and 300 ml were drained. Thoracentesis performed on (B)(6) 2018 drained an additional 200ml. No further information was reported.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 0 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and clot could not conclusively be established through this evaluation. The hm3 lvas IFU lists bleeding and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was taken back to the operating room for excessive bleeding from chest tube. The patient reportedly underwent exploration of mediastinum and evacuation of clot and blood. The patient received a blood transfusion. No further information was reported.